Manufacturer narrative:
The exposed portion of soft cannula was found to be deformed. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Pod download data returned 0x12 (18) hazard alarm generated, indicating a reset caused by low voltage detect. Generation of hazard alarm deactivated the pod and stopped the delivery of insulin. The actual cause of the reported alarm could not be determined. Shelf mode current was found to be slightly higher than the specification limit. It could not be determined if it linked to the reported hazard alarm generation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment for hyperglycemia, a correction was delivered and a new pod was applied.